Manufacturer narrative:
(B)(4). The device was not available to return for analysis by the manufacturer, however films were supplied for review which found mult iple xrays and CT scans of cervical 2 level fusion. One axial view CT shows a 2.87mm back out of a screw from the cervical plate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c5-7. Sometime post-op the patient reported having pain issues. Upon review of the CT, it appears the left c7 screw has started to back out 2.8mm's. No revision has been scheduled at this time. No additional patient complications were reported.